Manufacturer narrative:
DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: it was reported that an unknown patient had a total hip replacement (minimal invasion technique) to treat his coxarthrose, on (B)(6) 2014. The patient has been experiencing persisting pain since 2 years. Additionally, it is stated that the post-op x-rays rule out an implant failure or loosening. There is a suspicion of possible material related allergy. Review of received data: primary surgical report dated june 12, 2014: diagnose: coxarthrose left. Operation: it is stated that due to an urinary tract infection patient had started before the operation a proprietary therapy which was terminated after 6 days. Post-therapatic urine examination showed no evidence of persistent infection. Allofit shell uncemented 62/nn, durasul alpha insert nn/32, cls spotorno uncemented stem 13.75 and sulox head 32/+3.5 l taper were implanted. No complications were observed. A patient letter was received. The patient asks how to find out if there is any material allergy against the implants. Patient also states that x-rays show that there is no loosening of the components. X-rays were not provided. Devices analysis: no product was returned to zimmer biomet as they are still implanted. Review of product documentation the compatibility check was performed and showed that the product combination was approved by zimmer biomet. The "instruction leaflet for endoprostheses" was reviewed. This leaflet ,which is available in the product packages, provides information about relevant contraindications, hazards, adverse effects, warnings, precautions, sterilization conditions as well as storage and handling of the device. ¿allergy to the implanted material, above all to metal (e.g., cobalt, chromium, nickel, etc.)¿ is indicated as one of the contraindications in the leaflet. Moreover, it is stated under the warnings>preoperative section that ¿although allergies and other reactions to implant materials are unusual, they should be taken into consideration and excluded before surgery.¿ additionally, under the warnings>side effects section, it is indicated that possible consequences of an implant include "tissue reactions and allergies to the products of corrosion or wear and cement particles", "urological complications, in particular urinary retention and infections" and "pain". Root cause analysis: pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. However, all possible causes related to the issues reported are listed in dfema for allofit shell, durasul alpha insert, cls spotorno stem and sulox head. Conclusion summary: it was reported that the patient has been experiencing persistent pain since 2 years. Pain cannot be related to a single specific failure mode. There is no medical document confirming the pain or whether the patient has some allergy against the materials used. With the information at the hand, a root cause analysis is therefore not possible. As it is indicated in the package insert ¿instruction leaflet for endoprostheses¿, allergies should be taken into consideration and excluded before surgery by the surgeon. Moreover, it should be known that possible side effects include allergies to the products of corrosion or wear, urinary retention and infections and pain. In the primary implantation report it is indicated that the patient underwent a therapy due to urinal infection before the operation. It is possible that this might have a role in the observed pain. However, it is not certain as there is no medical data regarding the patient's current condition. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. The patient has not been revised. The actual device reported in is not marketed in USA, but devices with similar characteristics (i.e.biolox-forte kopf 28/-3.5 's' 12/14; ref# 12.28.05) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient had a total hip replacement (minimal invasion technique) and was implanted a sulox, head, l, 32/+3.5, taper 12/14 to treat his coxarthroses, on (B)(6) 2014. On (B)(6) 2017 it was reported that the patient was suffering from persisting pain. Medical records state that post-operative x-rays (not provided) rule out an implant failure or loosening. There is a suspicion of possible material-related allergy. On (B)(6) 2017 further information was received. It was reported that the patient has suffered from allergies for about 2 years. According to the available information no medical intervention / revision surgery has been scheduled. Additional information has been requested and is currently not available.